Manufacturer narrative:
(B)(4). The customer has advised physio-control that they have retired the device from service and will seek replacement options. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device no longer had any voice prompts when powered on. Without any voice prompts, the end user would not have the ability to use the device to deliver defibrillation therapy to a patient. There was no patient use associated with the reported failure.